Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 554 mg/dl. The customer was unable to walk and feels like it is the last night of his life. The customer was advised that the symptoms they have expressed may be indicative of the possible onset of diabetic ketoacidosis. The customer was treated for high blood glucose with boluses and eventually a pen injection. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to follow up with health care provider concerning unexplained high blood glucose. The customer declined to completed the troubleshoot and quickly ended the call.